Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019.

Manufacturer narrative:
Section d6: implant date is unknown. Section e1: reporter postal office or zip code: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information to MFR # 2916596-2023-02601. The investigation findings will be submitted under that report.